Manufacturer narrative:
This report has been identified as (B)(6) internal report number (B)(4). The sample has been sent to our laboratory in bbm melsungen, (B)(6). A follow-up report will be provided as soon as the result is available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by (B)(6) medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6): cannula had broken off.